Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb slide button is extremely difficult to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use, and no evidence of blood were detected. A mechanical evaluation of the hemoro bisector blade slider was conducted. The resistance felt while sliding the button could be considered as normal. No extra force applied to slide the button. The blade advanced and retracted smoothly. There were no defects detected during the evaluation. Based on the returned condition of the device and the results of the investigation, the reported complain is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb slide button is extremely difficult to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.